Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was unable to deliver 35j of energy during a ventricular fibrillation (vf) episode. It was noted at the end of the prolonged vf episode, the patient went into asystole followed by an atrial paced biventricular-paced rhythm and the patient passed away. The status of the device is unknown.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an onset of a ventricular arrhythmia, which dipped in and out of the detection zone with ventricular and av dissociation present. The initial detection was withheld due to the programmed vt discrimator and the episode transitioned into ventricular fibrillation (vf) detection after several minutes. Eleven minutes passed with detection withheld during a vf episode. Six shocks were delivered with one aborted, one unknown and the remaining <(><<)>20 ohms. The clinician suspected the cardiac resynchronization therapy defibrillator (crt-d) was unable to deliver 35j of energy during the vf episode. The episode was deemed terminated when there was no more cardiac signal and the results were ap-vp markers with no cardiac stimulation and the patient passed away.